Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete bolus alert occurred. Reportedly, customer did not acknowledge accessing the bolus screen after tandem's technical support educated customer on the alert. Customer's blood glucose was 195 mg/dl.